Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when adjusting the catheter length, I loosened the spin lock and attempted to withdraw the stylet, but it became stuck midway and could not be withdrawn. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stuck stylet was inconclusive due to the state of the returned sample. The product returned for evaluation was one 5fr dl powerpicc catheter w/t-lock assembly and hydrophilic stiffening stylet. A gross visual inspection of the returned unit found that the stylet had been over advanced through the t-lock septum indicating that the device had experienced some use. The location where the stylet passed through the septum was observed to be slightly off-center of the septum. Microscopic inspection of the t-lock septum found that the slit through which the stylet passed through was properly formed. The stylet was functionally tested by attempting to unscrew and decouple the t-lock from the catheter luer. The t-lock was able to be decoupled without issue. Additionally, a kink in the stylet, located a few centimeters below the distal end of the t-lock male luer, was discovered during decoupling of the t-lock. The stylet was then attempted to be retracted through the t-lock septum. The force required to retract the stylet was noted and compared against the force required to retract the stylet in a similar non-complainant unit. No significant difference in stylet retraction between the units was observed, even when the stylet was passed over the previously noted kink. Microscopic inspection of the stylet kink was unable to identify any remarkable features and it was unclear if the kink was intentionally created by the user. The features observed during investigation were unable to confirm the reported event; however, as kinking of the stylet may suggest that the stylet encountered resistance the complaint remains inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.